Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The doctor had to perform a revision of a right reverse shoulder due to the glenosphere component becoming detached from the baseplate component. The patient had fallen 10 days before and dislocated his opposite left hip but insists that no damage was done to his right shoulder. However, 10 days post fall, the patient was performing a normal activity and felt his shoulder pop out of place. The doctor removed the loose glenosphere component from the incision and replaced it with another glenosphere of the same size.

Manufacturer narrative:
An event regarding disassociation involving an reunion glenosphere was reported. The event was confirmed. Method & results: -device evaluation and results: some scratches were observed on the device since it was returned in used condition. Material analysis was not performed as the reported event does not indicate a material integrity issue. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is disassociation of a glenosphere component from its attachment to a glenoid baseplate. No difficulties reported in the implantation of this component. No details were provided to discern whether this was implant related or somehow related to surgical technique during the index surgery. There is insufficient documentation presented to complete this assessment." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: on the basis of medical review, it is concluded that the primary harm involved is disassociation of a glenosphere component from its attachment to a glenoid baseplate. No difficulties reported in the implantation of this component. No details were provided to discern whether this was implant related or somehow related to surgical technique during the index surgery. The device was returned in used condition. Returned device was consulted with material analysis engineer who indicated that material analysis was not performed as the reported event does not indicate a material integrity issue. The root cause could not be determined because insufficient information was provided. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
The doctor had to perform a revision of a right reverse shoulder due to the glenosphere component becoming detached from the baseplate component. The patient had fallen 10 days before and dislocated his opposite left hip but insists that no damage was done to his right shoulder. However, 10 days post fall, the patient was performing a normal activity and felt his shoulder pop out of place. The doctor removed the loose glenosphere component from the incision and replaced it with another glenosphere of the same size.